Event description:
It was reported that during a lap cholecystectomy procedure, the clips were ejecting from the jaws of the device. They fell into the patient and were retrieved with a grasper. They got a new device to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Empty. Eval summary: the er420 instrument was returned empty and locked out. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.